Event description:
Philips received a complaint on the v60 ventilator indicating that during device setup, it was observed that the device's touchscreen is not responding, and user cannot access the screen. The staff were not able to access parameters or make changes. There was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse). The biomedical engineer customer could not duplicate the problem. Touchscreen calibration passed. The rse advised the customer that if calibration passed and touchscreen parameter changes are good, then the unit can be returned to service. If the issue repeats, the touchscreen will need to be replaced to correct. Per a good faith effort (gfe) response received, it was confirmed by the customer that touchscreen calibration resolved the reported issue. No part was replaced. The device passed the required performance verification tests per philips standards and was returned to service.